Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that she performed a blood glucose testing with her contour next link 2.4 meter and obtained a reading of 443 mg/dl at 5:8 p.m. Within 3 minutes, the customer performed a repeat testing on a non-ascensia meter and obtained a reading of 166 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.